Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe will not flush on 2 occasions during use. The following information was provided by the initial reporter: material no. (B)(4) batch no. 0099588 it was reported that the syringe will not flush. Event description per email states: we are having an issue with the non sterile bd sterile sodium syringe, they will not flush.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 ml bd posiflush normal saline syringe will not flush on 2 occasions during use. The following information was provided by the initial reporter: material no. 306546, batch no. 0099588. It was reported that the syringe will not flush. Event description per email states: we are having an issue with the non sterile bd sterile sodium syringe, they will not flush.